Event description:
It was reported that this implantable pacemaker reverted to safety core mode. Technical services (ts) discussed device functionality and recommended device replacement due to limited therapy available in safety mode. Surgical intervention was undertaken. The pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted no abnormalities. The device could not be interrogated. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. Which resulted in the clinically-observed fault code.

Event description:
It was reported that this implantable pacemaker reverted to safety core mode. Technical services (ts) discussed device functionality and recommended device replacement due to limited therapy available in safety mode. Surgical intervention was undertaken. The pacemaker was explanted and a new device was successfully implanted. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated with pertinent information, upon completion of product analysis.